Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the company lens was aligned at 157 but post operative the axis was 142 and complaining of blurry vision. The rotation would not fix the issue and was thinking of iol exchange. Repeated biometry does not show a lot of cylinder and wondering how to determine how high to go in the toric. She was on fluorometholone and restasis for dry eye treatment. The lens exchange surgery was scheduled. Additional information has been requested.